Event description:
It was reported that episodes of non-capture were post-operatively observed on the right ventricular (rv) lead. High and unstable thresholds had also been observed as well as diminished r-wave measurements. The patient also started to complain of diaphragmatic stimulation. The lead was repositioned to resolve and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted (B)(6) 2014. (B)(4).